Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a "torax" procedure, when the shot gets stuck the surgeon tries to unlock it and he will break it in the process. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n56m9v. Additional information requested and received: just for clarification, when the device was "stuck" and the surgeon tried to unlock it; was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? No, the device locks before being positioned in the tissue. The surgeon removes it from the cavity and tries to open it out. The analysis found that one ec60a device was returned with the closure trigger broken and in the opened position. No functional test was performed due to the condition of the device. The device was disassembled to verify the internal components and no additional anomalies were noted. It is possible that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.